Event description:
Rec'd info directly from customer, reporting an internal leak of the dialyzer as "blood leak". Occurred one hr and forty-five mins into the pt treatment with a reused dialyzer. The health care professional confirmed the following: as soon as the leak was detected visually in the dialysate, and by blood leak detector, the dialysis was terminated. The extracorporeal circuit of blood was discarded (ebl 250ml) per facility protocol. A new, non-processed dialyzer was prepared and used for the remainer of the dialysis without further incident. There were no adverse effects to the pt and no med intervention was required. The hematocrit was stable. MDR filed due to blood loss reported. The dialyzer was saved for eval. Instructions given and written for return of sample to mfg.